Manufacturer narrative:
This report is associated with (B)(4), polident overnight denture cleanser tablets. Additional information for complaint (B)(4) - 27 june 2018. Polident tablets are specially formulated to remove stains from dentures and control denture odors. All ingredients used in the manufacture of polident are FDA approved to be safe and effective for the intended use. The product should be used as instructed on the carton directions. The polident display carton contains specific directions and caution instructions for consumers that includes not ingesting or using cleansing solution as a mouthwash and rinsing the dentures after soaking and brushing with the solution. Caution statements specific to ingestion include picture representation of the accompanying text that reads: (1)keep tablets out of reach of children and those who are at risk of accidentally swallowing the tablet or solution. (2) keep tablet solution out of mouth. Do not drink cleansing solution or use as a mouthwash. (3) do not place tablets in mouth. (4) rinse well. No product sample was returned. Based on the complaint being associated with use of the product beyond the intended use and in conflict with product packaging use instructions and specific caution statements, this complaint is determined to be unsubstantiated as a product safety issue related to the product when used as intended.

Event description:
I took a few sips inadvertently this morning [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number mb28151b, expiry date 28th february 2019) for drug use for unknown indication. On an unknown date, the patient started polident overnight denture cleanser tablets. On (B)(6) 2018, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident overnight denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was not reported. Additional information: the patient took a few sips of polident overnight denture cleanser tablets solution inadvertently and wanted to know if this was harmful to the health and would visit her health care provider. Follow up information was received from quality assurance department on 27 jun 2018: batch number was updated from mb28151b to mb281613b. Follow up information received on 27 jun 2018, it was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets. The qa results received was unsubstantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 70-year-old female patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number mb28151b, expiry date 28th february 2019) for drug use for unknown indication. On an unknown date, the patient started polident overnight denture cleanser tablets. On 18th june 2018, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident overnight denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was not reported. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the patient took a few sips of polident overnight denture cleanser tablets solution inadvertently and wanted to know if this was harmful to the health and would visit her health care provider. Follow up information was received from quality assurance department on 27 jun 2018: batch number was updated from mb28151b to mb281613b. Follow up information received on 27 jun 2018, it was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets.the qa results received was unsubstantiated. This report was being resubmitted to capture corrections. The information was received on 27 jun 2018 and was as follows: the event product complaint was added (initially missed to captured).

Manufacturer narrative:
1020379-2018-00036 is associated with argus case ca2018gsk112304, polident overnight denture cleanser tablets. Additional information for complaint 7158180 - 27 june 2018 polident tablets are specially formulated to remove stains from dentures and control denture odors. All ingredients used in the manufacture of polident are FDA approved to be safe and effective for the intended use. The product should be used as instructed on the carton directions. The polident display carton contains specific directions and caution instructions for consumers that includes not ingesting or using cleansing solution as a mouthwash and rinsing the dentures after soaking and brushing with the solution. Caution statements specific to ingestion include picture representation of the accompanying text that reads: (1)keep tablets out of reach of children and those who are at risk of accidentally swallowing the tablet or solution. (2) keep tablet solution out of mouth. Do not drink cleansing solution or use as a mouthwash. (3) do not place tablets in mouth. (4) rinse well. No product sample was returned. Based on the complaint being associated with use of the product beyond the intended use and in conflict with product packaging use instructions and specific caution statements, this complaint is determined to be unsubstantiated as a product safety issue related to the product when used as intended. This report was being resubmitted to capture corrections. The information was received on 27 jun 2018 and was as follows: the event product complaint was added ( initially missed to captured).